Manufacturer narrative:
The customer reported that the bsm is shutting down and rebooting, this is happening frequently on this monitor. The customer stated that they checked all the cables and even swapped the 1700 in the rear, but the issue persists. Technical service requested the logs for evaluation. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) is shutting down and rebooting.